Event description:
A monopolar cord caught fire during a surgical case. The cord burned and broke apart. The generator/esu machine was turned off and the fire was extinguished immediately. The patient was assessed and there was no injury to the patient. No one in the operating room was injured.

Manufacturer narrative:
Device evaluation summary: the user facility (B)(6) hospital and clinic would not return the device for evaluation, due to hospital policy and legal reasons. They were also unable to provide the lot number of the device. But, their risk manager (B)(4) was able to provide photos of the device, on (B)(4) 2012. Through visual examination of the provided photos of the device no conclusive determination could be made. But, the device did appear to be used past the recommended 20 uses and sterilization cycles, which is clearly stated in the instructions for use. The purchasing history of (B)(6) hospital was requested from our sister company, (B)(6) formerly (B)(6), who distributes this device. It was found that this user facility has been purchasing this device since 2008. Without the device to evaluate no conclusive determinations can be made.